Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+6.0/078 diopter, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated there was a refractive surprise and the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+6.0/078 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise. Patient's post-op best-corrected visual acuity was 20/20. The lens was exchanged on (B)(6) 2017 for another lens of the same model but different diopter and the problem was resolved. Device evaluation: the device was returned dry in a lens case/vial. Visual inspection found the lens haptic broken. Dimensional and functional inspections found the lens to be within specifications. (B)(4). Method: work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).